Manufacturer narrative:
One 5f pacel bipolar pacing catheter (flow direct) was received for analysis. There were multiple bends throughout the shaft and leg wires. Sutures had been attached to the catheter shaft. Microscopic inspection revealed a tear in the catheter shaft tubing. The shaft tubing had been torn 16.10¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft tubing tear remains unknown.

Event description:
This report is to advise of a fracture noted during analysis.